Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 4.1 had failed and required maintenance. The field service engineer (fse) confirmed that the customer had successfully recovered the half height drawer. The fse then remoted into the device to verify the failure status and found that the device had been fully recovered. No other issues were present. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie drawer 4.1 failed while the user was pulling out the medication and required maintenance. The customer attempted to recover the drawer and rebooted the station as troubleshooting step but displayed an error message and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.